Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient was not showing up on this station. A technical support specialist checked patient status and confirmed it was showing as 'preadmit'; verified that device settings were not enabled for preadmission's, enabled the setting on the station, and confirmed with the customer that the patient was visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported patient is showing on the server but not on the station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.